Manufacturer narrative:
The event date is (B)(6) 2021, when estimation noted the forceps cover glue to be peeling. Further inspection of the returned device found two broken elements within the scope¿s ultrasound image. The scope passed all leak testing. The scope¿s chip ID showed 490 total uses. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, the scope¿s forceps cover glue was found to be peeling. The customer did not report any problems associated with the device and there was no patient/user or injury reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer and to update the following sections. The OEM performed the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A review of the repair records indicated the referenced device had no similar repair events. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the OEM for evaluation, therefore the exact cause of the reported malfunction could not be conclusively determined. However, based on the physical evaluation of the device, the potential cause of the adhesive peels off is attributed to handling as stated on the IFU (instruction for use) and as a preventive measure, the IFU states, do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. The OEM will continue to monitor complaints for this device.